Manufacturer narrative:
The pod was evaluated and a malfunction was identified. The clutch spring had not been released from the spring latch preventing the drive from being engaged, which prevents the plunger from advancing during drug administration and could have contributed to reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). Manual injection (exact dosage was not provided). At 11:45 am the pod was deactivated and was able to active a new pod. The pod was worn between 4 and 24 hours on the leg. (B)(6).